Event description:
It was reported that during preparation for an atrial fibrillation (af) procedure one faradrive steerable sheath (clear) was selected for being used, but there was a small piece of metal that looked like a broken pull wire coming out of the sheath as the vc connect dilator went through it. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that the sterile seal was not damaged. It was further reported that the piece was found during deflection of the sheath, the piece was a small rectangle shape, and it may have been a pull wire. The estimated size of it would be about 1-2 inches long and the piece is not available for return.

Manufacturer narrative:
When the sheath was first received by boston scientific's post market laboratory it was visually inspected, and no abnormalities were found. Next the sheath was examined under x-ray and was found to be intact, with no missing components. An image of the "detached piece" was provided that showed it to be a slender metal piece approximately 1 to 2 inches in length. As inspection of the returned sheath revealed no missing or damaged components it was determined that the metal piece was foreign material that was possibly introduced during the manufacturing process. Because the foreign material was not returned along with the sheath further conclusions about it were not possible at this time.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an atrial fibrillation (af) procedure one faradrive steerable sheath (clear) was selected for being used, but there was a small piece of metal that looked like a broken pull wire coming out of the sheath as the vc connect dilator went through it. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that the sterile seal was not damaged.